Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The suture capture is missing from the upper jaw and was returned in a sample cup. There is no other visible deficiency. A functional evaluation showed that pulling the lever will close and lock the jaw. Pulling the lever and trigger will deploy the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the firstpass suture passer feature capture window broke and lost inside the joint. X-ray performed to retrieve the item. All pieces were removed using a grasper. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.